Event description:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5080612) on 05-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("fallopian tubes removed") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: serious injury criterion: hospitalization, required intervention and event date (B)(6) 2015 were reported, but not specified and/or assigned to one of the events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080612) on 05-nov-2018. The most recent information was received on 14-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("fallopian tubes removed") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (fallopian tubes removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: serious injury criterion: hospitalization, required intervention and event date on (B)(6) 2015 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.